Event description:
During product evaluation, a baxter service technician reported finding a colleague infusion pump with an inoperative stop key on the pumphead module keypad. There was no patient involvement in this event; therefore, no patient injury, medical intervention necessary, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of (B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with an inoperable pumphead module stop key was discovered and confirmed by a baxter service technician. The pumphead module keypad was replaced to correct this condition.